Event description:
During evaluation of a returned homechoice automated pd set with cassette, the cassette was found to be leaking due to a puncture. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with a punctured cassette noted. A leak testing was performed with a leak from the cassette noted. A clear passage test and clamp function test were performed with no issues noted. The sample was put through a simulated therapy with no issues noted. The reported problem was identified through a sample evaluation and the cause was determined to be a puncture or tear in the cassette sheeting. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.